Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. Upon request for further information, it was responded that no additional details can be provided. This lack of information does not allow a case-specific evaluation. The following can be concluded in general from the transmitted information: the device was in use for more than 10 years now, status of repairs and preventive maintenance is unkown to dräger since the device is not under a maintenance contract. The ufr mentioned that the device posted an alarm regarding the oxygen sensor. The device is equipped with an electrochemical oxygen cell for monitoring purposes while the gas dosage is controlled by other means. The IFU clearly explains that this electrochemical cell is a consumable spare part that has to be replaced in regular intervals; the procedure how to do that is explained in detail in the IFU. Under consideration that the observed alarm was indeed related to the aformentioned fio2 sensor (which is based on experience the most likely explanation), this would be a monitoring issue only and not an explanation why the oxygen saturation of the patient did not improve. It is further not known if the medication the patient received was part of the intially intended therapy or a reponse of the users upon the perceived dosage deviation which likely was not present. The lack of information does not allow a reliable conclusion about a potential delay in treatment and potentially required medical intervention. It is further unknown which contributing effect the malfunction and the lack of user knowledge had to the event; this report is submitted in abundance of caution. H3 other text : device not available for evaluation.

Event description:
It was reported that a patient with low oxygen saturation was admitted to the hospital and it was decided to connect him to an intensive care ventilator. The ventilator had a malfunction and posted an alarm; the users reportedly had to replace the device. Medication was administered to reduce the breathing efforts. As per report, the event did not lead to health consequences, finally.